Manufacturer narrative:
According to the customer on (B)(6) 2023 "the provider complained of irritation and sensitivity to large gloves and was diagnosed with contact dermatitis". Per the customer the reaction occurred on both hands and was described as "red, irritated and inflamed patches". Per the customer they were given prescription strength steroid cream and they are reporting to be doing better after using the medication and different gloves. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2023 "the provider complained of irritation and sensitivity to large gloves and was diagnosed with contact dermatitis".